Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's pump was "acting up and wasn't doing right". No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.